Manufacturer narrative:
The device was returned as part of the asset return process. Upon inspection and testing of the returned device, it was observed that the isolation beak was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, resection sheath, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the isolation beak was broken. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (user facility should be unmarked) additional information added to field e2, e3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is very likely that the described issues were caused by the impact of a major mechanical force, e.g. A blow or a fall. Based on the nature of the damage, it is assumed that this is a thermo-mechanically induced damage. It is also refers to the chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regarding the proper reprocessing of the affected device: "warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion no dents no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center" olympus will continue to monitor field performance for this device.